Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports there was air in the tubing, dressing verified and a suction sound coming from the catheter. Blood was leaking from under the catheter, there is a .5 cm opening where the catheter shaft begins. The catheter was place on (B)(6) 2012 and replaced on (B)(6) 2013.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.